Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise on (B)(6) 2015. The patient presented for follow up on (B)(6) 2015 upon interrogation revealed normal r waves. The lead remained implanted. No patient symptoms had been reported.